Manufacturer narrative:
The reported event of capturing problem was not confirmed. The pacemaker was returned for analysis. Visual inspection showed that the helix length was within specification. Telemetry, pacing and output features were analyzed and the device exhibited normal electrical characteristics without any anomalies. Longevity assessment was performed, and device was in the normal range of operation with appropriate remaining longevity.

Event description:
It was reported the patient presented for implant procedure. Prior to the procedure, it was discovered the ventricular leadless pacemaker (lp) exhibited steadily increasing capture thresholds since implant. The ventricular lp was explanted and replaced. There were no patient consequences.